Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. Evaluation revealed the battery compartment was cracked in two places with a piece of the plastic missing. There was evidence of moisture corrosion in the battery compartment. A leak was found in the battery compartment. During testing, the down arrow keypad button had an intermittent response; the down arrow button contact was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment was cracked in two places with a piece of the plastic missing. There was evidence of moisture corrosion in the battery compartment. A leak was found in the battery compartment. Evaluation also revealed that the down arrow keypad button had an intermittent response; the down arrow button contact was found to be cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2018.